Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that a hemodialysis patient experienced itching 2.5 hours into treatment. The patient stated she took benadryl prior to treatment and tolerated itching throughout the treatment. No medical intervention was required. The patient completed treatment. The sample is not available for the manufacturer's evaluation.